Event description:
Related manufacturer reference number: 3006705815-2019-02476.it was reported that the patient had the lead explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-02476.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02476. It was reported that the patient controller was displaying an error while trying to set the ipg to MRI mode. Diagnostics showed high impedance on 4 contacts of one of the leads. The patient reported falling in (B)(6) 2018. Patient has inadequate therapy and as a result, surgical intervention may occur.